Manufacturer narrative:
Premarket / 510(k) # p920047, p980003, p020025.

Event description:
It was reported that the footswitch failed to stop energy delivery. A maestro 4000 footswitch was selected for a atrioventricular nodal reentry tachycardia ablation procedure. However generator did not stop rf application even the physician took foot away from the pedal. The rf application stopped itself after 2-3 second. As safety measures the physician pulled the catheter directly into the ivc. No patient complications were reported.